Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The guidewire had not been pre-shaped prior to usage; however, it was reported that the user lost control of the guidewire prior to the perforation. The perforation most likely occurred as a result of the user not maintaining fluoroscopic guidance on the guidewire while in the left ventricle. Without the return of this guidewire for analysis, or angiographic records of the case for review, medtronic is unable to conclusively determine the root cause for this event. Cardiac perforation is a known potential patient adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The IFU warns that the guidewire should not be pushed, pulled or rotated against resistance, if resistance is met, the IFU instructs to discontinue movement of the wire and determine the reason for resistance and take appropriate actions. The guidewire position should be monitored for proper placement of the curve and distal tip, and when crossing the aortic arch, the valve IFU instructs that it is critical that the guidewire is controlled to prevent it from moving forward, so that the distal tip of the guidewire does not move forward and cause trauma to the left ventricle. The guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and mitigate the variability associated with the distal tip of other guidewires. It eliminates the need for p hysicians to manually bend the guidewire during transcatheter aortic valve replacement (tavr), or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, the pre-formed shape of the flexible distal tip is designed to provide stability for the delivery system tracked over the guidewire and to mitigate the risk of left ventricle perforation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, once the delivery catheter system (dcs) crossed the native valve, the medtronic guidewire prolapsed over itself and perforated the left ventricle. The left ventricle was repaired with sutures. It was reported that control was lost of the guidewire prior to the perforation. No additional adverse patient effects were reported.